Manufacturer narrative:
Multiple attempts with the site have been made, however at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.

Event description:
On (B)(6), 2011, medwatch uf / importer report (B)(4) was received: patient underwent gynecological surgery utilizing da vinci robotics. An intuitive cautery spatula was utilized during the surgery. While moving the camera and cautery spatula within the abdominal cavity, the two objects came in contact and a small plastic part was dislodged from the tip of the cautery spatula. It was not possible to identify the piece and the surgeon elected to leave it in the abdominal cavity. This was the instrument's final use.